Event description:
It was reported during implant procedure that the setscrew of the pacemaker could not be tightened. The device was replaced successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of could not tighten the atrial setscrew onto the lead was confirmed. Analysis revealed incorrect insertion of the torque wrench into the setscrew inset occurred. The wrench was not being aligned by the user to go into the hex inset of the setscrew. When the wrench is not being fully and correctly inserted into the setscrew inset the setscrew cannot be tightened. The problem in the field was caused by the user¿s incorrect use of the torque wrench in tightening the setscrew. The silicone atrial septum was cut and torn out of the septum cavity by the user in the field most likely to examine the problem with tightening the setscrew. This is user related damage.